Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case cracked by the front right and left bottom corners the bottom case had a broken/missing seal (lining), the ear clip was cracked/chipped, and there was visible contamination by the l bracket pole clamp and the alternating current (ac) power cord clamp. A review of the event history log identified invalid syringe. During the functional testing the reported issue was able to be duplicated. Contamination/corrosion found inside barrel clamp assembly. The root cause of the issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pump's surface. Replaced the size pot. Performed calibration on the device and passed all the functional tests.

Event description:
It was reported that the pump did not recognize the syringe. No patient injury or involvement was reported.